Manufacturer narrative:
No medwatch form received from the user facility. The investigation is not complete as to date this instrument has not been received for an evaluation. The instructions for use (IFU) warns the user: the following care and maintenance practices should be observed to insure the endoscopic instrument's full value and potential: prior to use, always inspect the instrument for proper function. Inspect for broken, cracked or worn parts. Always use surgical instruments for their intended purpose. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Always sterilize ratcheted instruments in the open position. Disassemble instruments as much as possible for cleaning and sterilization. Clean instruments properly after each use.

Event description:
It was reported that during use of this instrument in a laparoscopic appendectomy, the jaws of the device broke off in the surgical site. It is believed all parts were retrieved. The user reported an extended surgical time spent to retrieve the broken parts. There was no report of injury related to this event.